Event description:
It was reported to medtronic minimed that the customer experienced pump error 130 (this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement). The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed and confirmed customer received pump error 130. No harm requiring medical intervention was reported. No product return is required for mmt-1886. It was unknown whether customer continued using the device or not.